Manufacturer narrative:
No low battery and scheduled replacement was associated with this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider for a clinical study reported there was lead migration/dislodgement. A 60 month x-ray comparison to baseline showed lead migration of 0.3 centimeters. No actions were taken at the time of the report and the event was ongoing. The patient was 'possibly' experiencing loss or lack of efficacy, so the patient was instructed to turn their therapy off for a few weeks.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v581952, implanted: (B)(6) 2011, product type lead.

Event description:
The healthcare provider for a clinical study reported there was lead migration/dislodgement. A 60 month x-ray comparison to baseline showed lead migration of 0.3 centimeters. No actions were taken at the time of the report and the event was ongoing. The patient was ¿possibly¿ experiencing loss or lack of efficacy, so the patient was instructed to turn their therapy off for a few weeks. It was later reported there was a low battery so the surgical revision was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.